Manufacturer narrative:
It was reported that the tip of the tubing had broken off in the needle free adaptor resulting in leakage. Received one used extension set model me2017 lot unknown. Also received one used non-bd connector. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the male luer¿s (p/n 1001-085-004) fixed collar was cracked around the collar. Inspection also observed that the extension set¿s male luer tip was broken off and lodged inside the non-bd connector¿s female luer inlet port. Closer inspection under magnification also found signs of stress marks at the break sites and had jagged and uneven edges. No other anomalies were observed. Functional testing was not deemed necessary due to the broken male luer and the leaks at the luer that would occur. Bd manufacturing is aware of the type of damage to the male luer component (p/n 1001-085-004). Bd r&d, product engineering and infusion disposables determined that the cracking and disintegration of the male luer can be caused by high amount of alcohol possibly from the use of alcohol cap/tip products. Bd has suggested the use of alternative extension sets to better meet the clinical needs and withstand the use of alcohol products. Equipment used (inspection performed on 18aug2020) - optical ram-cnc, eq08204, calibration due date: 05feb2021. A device history record could not be performed due to no lot number was provided by the customer. H3 other text : see h10.

Event description:
It was reported that 60 in ultra minibore extension set tubing broke and leaked. The following information was provided by the initial reporter: material no, material no.: me2017, batch no.: unknown. It was reported that the tip of the tubing had broken off in the needle free adaptor resulting in leakage. Writer noticed a wet spot in pt bed were lines were. Writer found leaking coming from kcl line and needle free adaptor. Upon further inspection it was noted that tip of kcl tubing had broken off in the needle free adaptor. Both the kcl tubing and adaptor were removed from the pt and saved and replaced with new tubing and adaptor.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 60 in ultra minibore extension set tubing broke and leaked. The following information was provided by the initial reporter: material no.: material no.: me2017 ; batch no.: unknown. It was reported that the tip of the tubing had broken off in the needle free adaptor resulting in leakage. Writer noticed a wet spot in pt bed were lines were. Writer found leaking coming from kcl line and needle free adaptor. Upon further inspection it was noted that tip of kcl tubing had broken off in the needle free adaptor. Both the kcl tubing and adaptor were removed from the pt and saved and replaced with new tubing and adaptor.